Event description:
It was reported that implant was placed in site 12 on (B)(6) 2019. Implant was removed on (B)(6) 2021 due to loss of integration. Bone loss was reported as a result. Patient has a history of diabetes. No further injury reported with event. Loss of integration.